Event description:
Sixty four yr. Old female with history of cirrhosis and end-stage liver disease presented at a medical center ER with nausea, vomiting, diarrhea, and an error in medications. She was transferred to the hospital. Upon admission, stupor, cold extremities and skin clamminess indicated that the patient was going into shock. About 80 minutes after admission, the patient went into cardiopulmonary arrest. Acls protocol was followed in an attempt to resuscitate the patient. There were two attempts made to intubate the patient. Resuscitation was unsuccessful and the patient expired. The post mortem revealed that the endotracheal tube had perforated the esophagus.